Manufacturer narrative:
Approximate age of device ¿ 1 year. The event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete. Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation.

Event description:
The patient was implanted with a heartmate 3 left ventricular assist device (lvad) on (B)(6) 2018. It was reported that continuous low flow alarms occurred. The pump calculated flow around 2.0 lpm. The patient was placed on veno-arterial extracorporeal membrane oxygenation (va-ECMO) support due to shortness of breath and heart failure symptoms. Lab tests showed inr at 2.45, hematocrit at 38%, and lactate dehydrogenase at 320 u/l. A CT scan showed no pump outflow graft thrombosis or twist. Echocardiography showed that the heart was filling fine, with good septum position and no pump inflow conduit malposition. Right ventricular function was normal. On (B)(6) 2019, CT images were re-evaluated and angiography confirmed a twist in the outflow graft obstructing the lvad flow. On (B)(6) 2019, an operation to correct the outflow graft twist was performed. Lvad flow recovered and all parameters returned back to normal. The patient became stable with no further alarms. ECMO support was finished in the intensive care unit when the patient was stabilized with ongoing lvad support. No further information was provided.

Manufacturer narrative:
Evaluation of the patient¿s submitted angiogram CT scan video confirmed the presence of an outflow graft twist. The outflow graft twist would have contributed to the low flow alarms confirmed in the submitted log files. The controller event log file contained data on 12jan2019 from 3:12:52 am to 2:22:11 pm. The log file recorded an almost continuous low flow alarm as the calculated flow ranged from 0.5 lpm to 2.3 lpm, all below the low flow threshold of 2.5 lpm. The controller periodic log file contained data from 01jan2019 to 12jan2019. The log file was unremarkable until 11jan2019 when the log file recorded a low flow alarm. The alarm was present for the remaining data captured in the log file. The flow appeared to gradually decrease starting on 08jan2019 from its baseline of ~3.5-4.0 lpm down to ~3.0 lpm. The flow continued to decrease steadily down to ~2.5 lpm on 11jan2019 and down to ~1.7-2.0 lpm on 12jan2019. The lvad event and periodic log files also captured a gradual decrease in flow. The hm3 lvas IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The patient remains ongoing on vad support with no further issues reported. No further information was provided. The manufacturer is closing the file on this event.